Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Additional information: the event description indicates: "broken end". Did the active titanium blade break? No, the jaw would not open when the handle was operated. Did the white fabric cushion break? Do not. If so, is the white fabric pad completely missing from the device's claws?

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the surgical procedure, according to the surgeon, one johnsons harmonic ace +7 scissors tip broke during gripping and was replaced by another. There was no delay of surgery. There was no patient consequence.